Manufacturer narrative:
The insulin pump was received with detached end cap, cracked display window, cracked case at display window corners, and cracked reservoir tube lip. No broken case on the back of the device noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the back of the insulin pump was broken. Customer cannot use the device. The customer's blood glucose was unknown. Troubleshooting is also unknown. The customer is returning the device for analysis.